Event description:
Went to give a risperdal consta injection, gluteal needle would not lock in place finally engaged, but hub separated from syringe and would not go back onto needle. Had to use another whole setup, again gluteal needle would not lock in place, but was able to give injection in spite of this. Dose or amount: 37.5mg; frequency: q 2 wks; route: im. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: schizoaffective disorder.